Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -7.0 diopter, into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a same size, lower power lens due to excessive vault. The problem is resolved. The reporter notes that the surgeon lowered the refractive power of the lens due to overcorrection. The cause of the event is listed as device.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found the lens has a curved shape. Claim# (B)(4).